Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.00x38m synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and it was noted that the distal edge of the stent got flared. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.